Manufacturer narrative:
H1: updating type of reportable event from serious injury to injury. Analysis results: on 04/08/2022 this case was re-reviewed by clinical experts and deemed to be not reportable. The assessment of gum recession has been determined to be s2 moderate injury and deemed not a serious injury or life threatening. Causality is most likely related to the users oral health. Uneven occlusal bite forces or parafunction habits leading to bone loss with gum recession. The device was not returned for analysis therefore it cannot be concluded that the device causally contributed to the event. Should the device be received at a later date this case will be re-opened and assessed accordingly.

Manufacturer narrative:
The outcome attributed to adverse event was permanent damaged gum. The event date is approximate. Complaint received from (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer reported that their diamondclean power toothbrush permanent damage to their gums. The description is vague and there is no confirmation from a medical professional of the alleged injury.